Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing officer reported that following an intraocular lens implant procedure, the patient experienced blurry vision. The intraocular lens was exchanged with a monofocal lens in secondary procedure in a month. Additional information was requested, but no further information is available.

Manufacturer narrative:
Due to the exchange of a toric lens to a non-toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that patient received replacement lens, different model and diopter. Surgical eye was left. No patient harm was reported. Patient issues have not been resolved. Doctor¿s prognosis was good.